Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that a rotaflow displayed the error message ¿head error¿ when reaching 100 rpm (revolutions per minute). No patient has been involved when the failure occurred. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the rotaflow drive (rfd) displays the error message "head error". No patient has been involved when the failure occurred. No harm to any person has been reported. In addition a "broken rfd holder" has been found during the investigation at the supplier. The affected drive with s/n (B)(6) was sent back to manufacturer for repair. It was received on 2022-03-08 and during investigation by the getinge service department on 2022-03-11 the reported failure "head error" could not be reproduced. Thus, the drive was sent to the supplier (B)(4) on 2022-04-05 for further investigation. On 2022-05-06 (B)(6) was unable to reproduce the reported " head error". Instead a "broken rfd holder" has been found. The rfd holder (material#70103.4026) has been replaced by the supplier. After the replacement the device is working as intended. After functional test at getinge service department on 2022-05-18 the device was sent back to the user. The most probable root cause for the reported "head error" could be determined as: 1. The head error follows the sig error. When the ultrasonic cream is applied (due to the sig error) to the flow bubble sensor and the disposable is moved close to the rota flow drive, the magnets in the centrifugal pump interfere with the sensors in the rota flow drive. This error can be overwritten by restarting the rota flow console.   2. If the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. The most probable root cause for the "defective holder" could be determined by the supplier as aging. A device history review (DHR) was performed on 2022-0-21 and the DHR does not show any abnormality or issue that is related or could have led to the customer complaint. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID:(B)(4).